Event description:
It was reported that a rash was observed about 2 months post implantation. The rash was in the location of where the generator would be. It was also reported that the surgeon is concerned about the rash and will be removing the unit in 2008.

Manufacturer narrative:
Complaint history from 2005 to present found that this event is the only reported event with a report of rash.